Event description:
A malfunction was reported with the sound and vibration functions of a customer's insulin pump, as the speaker was not audible even after adjusting the alert sound setting to high. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging a replacement pump with updated software to be sent to the customer. The customer was instructed to return the faulty pump using a provided return box and pre-paid label, with further guidance on programming the new pump and connecting their cgm, which the customer understood and acknowledged.